Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced supraventricular tachycardia (svt) in which this ICD provided inappropriate anti-tachycardia pacing (atp) and 1 inappropriate shock. The shock successfully converted the arrhythmia. This ICD remains in service. No adverse patient effects were reported.